Manufacturer narrative:
Two opened probes were received with tip protectors and the tubing of one probe cut, in a tray with other items, for the report. The returned samples were visually inspected. The first sample was found to be non-conforming with orange/brown foreign material on the port face and welded cap. The second sample was found to be conforming. The samples were then functionally tested for actuation and both samples were found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore actuation failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician of actuation failure of a cutter occurred the condition of aspiration was unknown during surgery, the surgery was completed with the fourth pak but did not reach to 20000 cuts per minute (cpm) and procedure was completed somehow. Patient harm was not reported.